Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error and the activate button was unresponsive. The blood glucose reading was 8.2mmol/l. Troubleshooting was performed, and the drive support cap was flush and sticking out a little bit. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.